Event description:
It was reported that patient presented to the ER after receiving inappropriate therapy due to af with rapid ventricular response falling into the vf zone. Initial therapy was followed by several aborted therapies and an alert for possible circuit damage. Hv lead impedance was also found to be low and out of range. Device and lead were replaced. Patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.